Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the insulin sensitivity factor was not set to the user¿s programmed settings. It could not be confirmed whether the settings were programmed incorrectly or if this issue had occurred without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/19/2013 with the following findings: a review of the pump¿s history showed no activity outside of normal use. The pump was able to rewind, load, and prime successfully. The pump was exercised for 24 hours on a 1 unit per hour basal rate. Two boluses were performed from the pump and one was performed from the meter, all were recorded accurately in the pump¿s history. The pump cover was opened and no defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.